Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh- 3500, the device was used to harvest the radial artery and then used to take vein. While the vein was being harvested the device stopped working. It worked fine for the artery harvest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h6- device codes corrected to "failure to deliver energy". The device was returned to the factory on 10/12/2020. An investigation was conducted on 12/04//2020. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. Blood was observed on the harvesting handle. There were no visual defects observed on the heater wire or the gray silicone jaws. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073. The device activated and transected tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was not confirmed. The lot#: 25151651 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR / lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh- 3500, the device was used to harvest the radial artery and then used to take vein. While the vein was being harvested the device stopped working. It worked fine for the artery harvest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.